Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) eroded into the bladder. The patient had imaging done and it was shown that the reservoir was in the bladder. The ipp was explanted. There is no additional information reported.